Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (375 mg/dl), vomiting, and diabetic ketoacidosis. Reportedly, customer had an issue with his site and there was a small amount of blood present in the tubing. Customer was treated through intravenous fluids and antinausea medication, and released from the hosp the same day.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) .